Event description:
Onetouch verio iq glucose meter fails to read the calibration solution or a blood sample. The serial number is (B)(4). The meter continues to show apply blood when either is applied to the electrode. The meter otherwise appears to be working correctly and the battery is fully charged. I have tried about (B)(4) total attempts. There is no advice in the user manual about this situation, a rather useless manual.